Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed 5 channels with high impedances after the patient was hit on the head during a boxing lesson at school. Due to the worsening of the hearing performance, the patient underwent a re-implantation on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 5 channels with high impedances after the patient was hit on the head during a boxing lesson at school. If the hearing performance with the device is getting worse a re-implantation will be considered.